Event description:
On an unspecified date, patient presented to the emergency department with sudden onset of altered mental status. In the previous week, patient had been discharged following treatment of bacterial peritonitis. Report indicated that, upon admission, patient was hypotensive (blood pressure = 79/39 mm hg), oxygen saturation was 100%, and pre-hospital blood glucose was reported as 101 mg/dl. Other vital signs were reported to be normal. Patient reportedly remained unresponsive, with gurgling respirations. Cardiac and pulmonary examinations were normal and patient was able to move all extremities without apparent focal neurological defects. Patient's blood glucose was reportedly tested, on the accu-chek inform system, with a result of 99 mg/dl. Patient was treated with intravenous fluids (contents not reported) and, although blood pressure normalized, no improvement in mental status was reported; patient was subsequently intubated, to protect airways. A serum blood glucose test, performed in the facility's laboratory, returned a result of 29 mg/dl. Patient was treated with 50% dextrose, yielding rapid improvement in mental status, and was successfully extubated. Report notes that, subsequent to dextrose administration, patient remained alert and oriented for hours; however, just prior to potential discharge, patient became confused while still maintaining his airway. Despite the decline patient's mental status, repeated tests on the inform system returned glucose results in the normal-elevated range (actual values not reported). It was subsequently discovered that patient's peritoneal dialysis therapy was performed with extraneal (a labeled interferent for comfort curve test strips). The report states that patient's insulin dosage and peritoneal dialysis regimen were adjusted accordingly and symptoms resolved within 24 hours. A laboratory test, 24 hours after admission, reported patient's blood glucose as 52 mg/dl. All subsequent laboratory tests returned values greater than 100 mg/dl. At the time of the report, the user-facility no longer had the test strips in use at the time of the event. The suspect product will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
This is the same event reported, by the drug manufacturer, on medwatch (B)(4). (B)(6). Device not returned to manufacturer.